Manufacturer narrative:
Evaluation of the returned device found evidence to suggest heavy usage. There are scratches along the shaft along with a concentration of scrapes at the hilt as well as numerous impact marks on the strike plate and distal shaft scrapes. The polymer handle has an approximately one inch triangular fracture; the fracture artifacts suggest the handle had a point-load impact. (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing a femoral prosthesis inserter/extractor on (B)(6) 2011. During the procedure, a piece of the inserter handle fractured. The surgeon retrieved the fractured piece from the patient's wound. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage... Biomet recommends that all instruments be regularly inspected for wear and disfigurement." (B)(4).